Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. In the opinion of the physician, the cause of death was either septic or cardiogenic shock. The graftmaster did not cause any adverse events. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with an st elevation myocardial infarction. A coronary stent was implanted in the near total occlusion in the heavily calcified left anterior descending (lad) coronary artery, but the stent was not well apposed to the vessel wall. Non-compliant balloon dilatation catheters were used to better appose the stent to the wall, but a perforation occurred in the lad where the stent was. The patient went into cardiac arrest and cardiocentesis was performed. The patient was resuscitated and the first graftmaster stent was inserted to treat the perforation, but it was unable to cross the vessel. The failure to cross could have been due to the heavily calcified, patient anatomy or the newly deployed stent. A second graftmaster was inserted and was implanted inside the newly deployed stent. The perforation was sealed and the patient was talking and stable when she left the catheterization lab. The patient expired the same day when she was in the intensive care unit. She was found to have a blood sugar of 700. The cause of death was either septic or cardiogenic shock. The graftmaster did not cause any adverse events. No additional information was provided.